Event description:
It was reported by the aci distributor that a patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the femoral bifurcation via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with 3,000 units of heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5-6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was inserted into the procedural sheath, the balloon was inflated and when the physician was pulling back resistance was not felt. The device pulled through the introducer sheath. The patient was converted to 20 minutes of manual compression. Then a femostop was placed at the access site (duration unknown). Hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. The patient was discharged from the hospital on 04/19/13 with no clinical sequela noted. Once the device was outside of the patient the balloon was tested and a "slow leak of saline" was noted which appeared to be from a pin hole in the balloon. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.